Event description:
Ous MDR - the lead was eroding through the skin. When the doctor opened the pocket, an infection was noted. As a result, the system was removed. During this procedure, the helix didn't retract.

Manufacturer narrative:
Ous MDR - the device was explanted due to infection. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.